Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged cosmetic damage, unresponsive keypad error alarm, failed battery test alarm, and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon, scratched case, and stained keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found failed battery test alarm on the event date of 07/19/2021 at 22:49:02, 22:49:24, 22:50:11, 22:51:30, 22:52:00, and 22:52:29; also, found: insert battery alarm on 07/19/2021 at 22:48:47, 22:49:12, 22:50:33, 22:51:38, 22:52:07, and 22:52:36. Replace battery alarm on 07/19/2021 at 22:41:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery, insert battery, and replace battery alarms during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No recent stuck key alarm found in the history files or traces, however found these alarms from the prior year on 09/30/2020 at 05:15:01 and 05:25:00, 11/20/2020 at 20:37:33, 12/09/2020 at 18:06:21. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. In summary, pump passed required testing. Customer alleged for failed battery test alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer allegation for cosmetic damage (damaged keypad overlay) was confirmed during visual inspection where stained keypad overlay was noted. Keypad unresponsive / button error alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries 1x. Customer stated that the buttons are worn stained, darker appearance they replaced batteries every 5 to 6 days but received low battery alert. Customer stated that they not have enough time to change out battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.